Event description:
The nurse reports y-siting a potassium chloride infusion to the most distal port of the patient's primary IV tubing set. When the nurse went to disconnect the tubing that had infused the potassium, the end of the set broke off inside of the lowest y port of the primary IV fluid tubing attached to patient. The tubing was thrown away.